Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the blade of the first harmonic ace suddenly broke inside the patient. The fragment was retrieved. The customer was replacing to a new harmonic ace when the generator displayed a prompt to clean the instrument tip. The instrument was removed and inspected, but the customer did not see anything on the tip. The surgeon continued to use the second harmonic ace, but the blade broke. The fragment was retrieved. There was no report of collision with the reported instrument. The procedure was completed with the third harmonic ace instrument. There was no reported injury. Due to the alleged issue, the procedure was delayed by one hour. This report is for the second harmonic ace instrument. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was inspected prior to use. All fragment(s) were retrieved a laparoscopic instrument through an assistant port. No surgical procedures were required to remove the fragment. No post-operative tests were performed to check for remaining fragments. The surgeon was using the instrument to dissect tissue and did not have issues with the functionality of the instrument during the procedure. The surgeon had no issues with removing the instrument from the arm prior to the breakage. There was no report of collision with any other instruments or other hard material. The patient has not returned to the hospital due to post-surgical complications related to retaining a foreign object. No information was provided pertaining to patient demographics or tests/laboratory data specific to the incident.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have a broken blade. The blade broke at roughly 0.128¿ from the base. Broken piece was returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of this failure is fatigue failure due to mishandling/misuse. A review of the instrument log for the harmonic ace (480275-08/m90200105 0397) was performed. The instrument was used on 11/04/2020 on system sk3633. This is a single-use instrument. This reported issue occurred on the instrument's only allotted usage.